Event description:
During the testing at the user facility, it was noted that the ac power cord ground contact was broken. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Initial testing found that the ground prong of the ac power cord was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed.